Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 7349717. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the reported tubing defective/damaged was not confirmed with the provided information. Based on investigation results, the root cause was not identified because the customer did not provide the sufficient information (sample or picture) which is essential to perform a better investigation. According with customer description, tubing defective could not be reproduced, as the unit described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated. Always refer to IFU for product usage recommendations. Our product is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any incorrect assembly changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Pfmea¿s 4797 and p-eura rm5942 were reviewed, the process controls are very likely to detect failure modes and prevent failures end users. Root cause description: we could not found the exactly root cause of the issue; since, no sample or photo was returned for evaluation. Rationale: no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that two of the bd saf-t-intima¿ IV catheter safety systems experienced leakage during use.